Manufacturer narrative:
The pad-pak was first installed successfully on the 31st august 2010 and performed to specification up to the 28th june 2015. Multiple manual power ups were recorded between the 29th june 2015 and the last log entry on the 23rd october 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.